Manufacturer narrative:
The certas valve (ID 828804) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2022-00248, 3013886523-2022-00250. A physician reported a certas valve (ID 828804) that was implanted in the patient via l-p shunt in (B)(6) 2017 with unknown setting. It was used with hakim peritoneal catheter (823045) and the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). An obstruction was suspected, however, only the peritoneal catheter(823045) was removed and replaced on (B)(6) 2018. Due to suspicion of obstruction the valve and the hakim peritoneal catheter (823045) were removed and replaced on (B)(6) 2020.